Manufacturer narrative:
The lead was returned with reported events of no sensing and high lead impedance when measuring with different is4 connector sleeves. A complete lead was returned with one associated is4 psa connector sleeve. The lead connector passed insertion testing into a test ICD device, but did not pass insertion testing into the returned connector sleeve. Dimensional analysis of the lead connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited failure to sense, high pacing impedance, and pacing problem. The lead was replaced during the procedure on (B)(6) 2020. Patient was stable.